Manufacturer narrative:
(B)(4). Multiple MDR's were submitted for this event. Please see reports: 3006946279-2017-00270. (B)(4). (B)(6). The product within this report is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid would not enter the cartridge to mix with the powder, causing a 0-15 minute delay to surgery. No further information has been made available at this time.